Event description:
It was reported that the customer stated that the pump felt hot to the touch, then showed an error message to call for service. The customer switched the pump and no further issues were noted. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. An error code confirming the primary complaint was confirmed. The complaint of the device becoming hot was not able to be confirmed. The root cause of the reported issue was found to be a corrupted printed wiring assembly (pwa). Actions were taken to mitigate the reported issue: the pwa was replaced.